Event description:
It was reported that solution backflowed into an unknown IV vented set. This occurred during patient infusion. The customer stated that the device had been used as a primary set in error. The reporter further stated that this caused solution to ¿run back up into IV solution when two solutions are hung.¿ there was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.